Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus, basal and physical damaged. Customer's blood glucose was 19.1 mmol/l. The customer stated that alarm occurred only one time for last 30 days. Customer was advised to changed the complete set. The troubleshooting was performed for physical damaged of the insulin pump. Customer's stated that there is crack seen on reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan.the customer wa advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.